Event description:
It was reported that the syringe 50ml ll brazil leaked past the plunger. The following information was provided by the initial reporter, translated from portuguese to english: "several units of syringe presenting leakage in the plunger"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-19. H6: investigation summary: a device history record review was completed for provided material number 303552 and lot number 0199148. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one sample was received for evaluation by our quality team. The sample came in a sealed packaging blister. A visual inspection was performed and no defects or imperfections were observed. A leakage test was then performed and the returned sample passed. Based on the investigation results, the sample received did not show the symptom reported by the customer and an exact cause for this incident could not be identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. (B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 199148. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that the syringe 50ml ll (B)(6) leaked past the plunger. The following information was provided by the initial reporter, translated from (B)(6) to english: "several units of syringe presenting leakage in the plunger".